Event description:
Pt is a man who had a left hemisphere cva in 2009, leaving him with right arm weakness. Pt's history includes cad and chronic dialysis. The pt had been pre-treated with aspirin, plavix, lipitor and IV heparin. The cas procedure was performed a week later. The angiogram revealed an 80% internal carotid artery stenosis. The fibernet was delivered and deployed. A 10x30 xact stent was deployed. Three aspirations were performed at conclusion of the intervention where lots of debris was noted in the aspirate. Upon retrieval of the fibernet, the physician was unable to completely undeploy the filter. The filter would not pull fully within the retrieval catheter. The physician proceeded to pull the filter as far as possible into the retrieval catheter and remove from the body. Upon removal, the filter caught on one of the stent struts and the stent migrated into the common carotid artery. The shuttle sheath was advanced and used to remove the fibernet system. The procedure was completed using an accunet filter and acculink stent. The accunet showed slow flow. Pt subsequently had a left hemisphere stroke. The pt has continued to improve. Evals are difficult due to the prior stroke in the same area.